Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no defects or irregularities were observed on the fiber bundle or any of the molded dialyzer components. The dialyzer was subjected to a laboratory bubble point test. No leaks were observed, possibly due to coagulated blood.the dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a broken fiber was identified at approximately 90° with the dialysate ports situated at 0° on the cavity ID end. The broken fiber was potted outside of the fiber bundle circumference between the housing and the fiber bundle; the polyurethane area and measured approximately 9cm. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A lot history review was performed. There are no other complaints reported on the lot. The production record was reviewed and there was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.